Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that one tube in the tray has a brown cap instead of pink. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 15-dec--2025 . Investigation summary: bd received one sample and one photo for investigation. Evaluation of both confirmed that an incorrect cap color had been applied to the edta tube. A total of 100 retained samples were visually inspected and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect cap color. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that one tube in the tray has a brown cap instead of pink. No patient impact reported.